Event description:
Device 2 of 3: reference MFR report#1627487-2018-03687, reference MFR report#1627487-2018-03691. Additional information identified that surgical intervention was undertaken ((B)(6) 2018) wherein the patient underwent drg permanent procedure at s1 vertebral level.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report#1627487-2018-03687. Reference MFR report#1627487-2018-03691. It was reported that during the drg implant procedure on ((B)(6) 2018) 3 leads when attempted to be placed at the right vertebral level l5, the leads and their sheaths got kinked despite creating an s loop and the lead retracted out of the foramen. Replacing the sheath did not help. Reportedly the procedure was extended due to possible scar tissue which was very tight. As a result, the patient may be referred to another physician.